Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise. No intervention was done. The patient was stable.

Event description:
Additional information received indicates that the patient's right ventricular lead was explanted and replaced on (B)(6) 2025, due to lead noise that in the sensing and defibrillator electrograms that could not be programmed around. The patient was stable.